Event description:
The customer reported that the numbers on her insulin pump were skipping erratically when she would attempt a bolus delivery, indicating a keypad issue. The customer was advised to discontinue use of the pump and revert to a back-up plan. Her blood glucose level was 251 mg/dl. Nothing further was reported.

Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was found on the keypad traces. The insulin pump functioned properly during the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The insulin pump was received with minor scratches on the display window, cracked display window at the bottom right side corner, cracked case at the display window corners, a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.